Event description:
The smith and nephew journey brand femoral impactor, model number: 7401-2811 has peeling and chipping issues from the black plastic coating of the cam arms. This was brought to the attention of the or by the manager of csr. This issue was discussed with the sales representative and with the or staff. Consensus was that this may be related to dried cement being chipped off. The sales rep. For this device indicated that smith and nephew is aware of this issue, and have had a few other cases reported. They are currently looking for a more durable product that will not chip off. The or staff was advised of the issue/concern and will be mindful of the need to clean cement off before it hardens/dries. Smith and nephew replaced both of the arms.